Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and could not reproduce the fault. No issue was found; the unit functioned as intended. The camera image quality test was performed and passed. Since the customer had already received a replacement glidescope spectrum smart cable, the returned device was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would intermittently go in and out when the cable was manipulated. A delay in the procedure of approximately five (5) minutes occurred as a backup core unit was obtained. No harm to the patient or user was reported.